Manufacturer narrative:
No product was returned. A video of the device was however returned for analysis, and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during production using 100 ml grey cadd cassettes, a 100 percent visual inspection revealed five cassettes containing particles. Staff has identified these particles as translucent plastic and 2 fibers translucent in nature. There was no patient involvement.